Manufacturer narrative:
(B)(4). Method: the complaint 900pt290e autofeed chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph confirmed that the chamber dome of the 900pt290e autofeed chamber was cracked. Conclusion: without the complaint device, we are unable to determine what caused the reported event. Every 900pt290e chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject 900pt290e chamber would have met the required specification at the time of production. Our user instructions that accompany the 900pt290e humidification chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers."

Event description:
A distributor in colombia reported via a fisher and paykel healthcare (f&p) field representative that a 900pt290e autofeed chamber was found cracked before use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.